Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash. The patient's physician told the patient they no longer needed to wear the lifevest. During a follow up call, the patient reported that the irritation improved. There was no allegation that a device malfunction caused or contributed to the patient's reported skin irritation.